Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing with a test battery pack without duplicating the report. The battery was not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs indicates that the issue may be related to the battery used during the event, not the device itself. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.